Manufacturer narrative:
Reported event was unable to be confirmed due to limited information provided by the customer. Review of radiographs by a third party hcp identifies possible slight asymmetric positioning of the femoral head within the acetabular cup which can be seen in the setting of poly wear. Slight varus positioning of the femoral stem. There is a metallic fragment along the lateral aspect of the cup within the center of the circle of unknown etiology. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup ¿ unknown part and lot, unknown liner ¿ unknown part and lot, 00625006530 ¿ bone screw ¿ 62619019, 00771100710 ¿ femoral stem ¿ 62560178, 00877503202 ¿ biolox delta head ¿ 2719360. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04600.

Event description:
It was reported that a patient is being considered for a right hip revision after an unknown amount of time post implantation due to an unknown reason. No revision has been reported to date. X-rays taken on unknown date notes slight varus positioning of the femoral stem and a metallic fragment along the lateral aspect of the cup of unknown etiology. Attempts have been made and additional information on the reported event is unavailable at this time.